Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted (B)(6)-2011 with suspected pump thrombus, and treated with bivalrudin and integrilin. Additional information revealed that the pt decompensated on (B)(6)-2011, requiring intubation and insertion of iabp. On (B)(6)-2011, the pt was taken to operating room for an urgent pump exchange. During the exchange, the outflow graft was found kinked and suture inadvertently placed in back wall or aortic anastomosis. Inflow graft, pump and outflow graft to be returned to thoratec for inspection.

Manufacturer narrative:
The pt remains ongoing on the replacement lvad. The explanted lvad has been returned to the manufacturer and is currently being analyzed. A supplemental report will be submitted upon completion of the manufacturer's investigation. No further information is available at this time.